Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) 310-03-50 - equinoxe, humeral head expanded, 50mm (beta) (B)(6) 314-01-14 - equinoxe glenoid, keeled beta, large (B)(6)

Event description:
Approximately 1 year(s), 5 month(s) and 21 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced unexplained pain. The patient was admitted for evaluation and treatment of right shoulder pain following previous total shoulder replacement. Did well initially but developed some discomfort. The patient underwent arthroscopy with subacromial bursectomy. Found to have an un-united os acromiale. The patient underwent a diagnostic and operative arthroscopy of the right glenohumeral joint. The outcome of this event is unknown and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
. H6: corrected health effect, component, and investigation clinical codes. .